Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was far p wave oversensing. Programming changes were made and the patient would be monitored. The patient was stable throughout the event.